Event description:
Customer reported a malfunction with the pump, specifically cited as malfunction code [16-0x20e6], which was not resettable. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. Cts took action to replace the pump and ensured the customer was informed about the need for replacement. A replacement pump with serial number (B)(6) was provided for continued insulin delivery. Additionally, cts confirmed the customer¿s shipping address and delivered the new pump promptly, ensuring uninterrupted therapy.